Event description:
It was reported that the pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection. It was noted that the vegetation visualized via echocardiogram on the ra lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was explanted due to infection. It was noted that the vegetation visualized via echocardiogram on the ra lead. The patient was stable throughout the procedure.